Manufacturer narrative:
The device had damage to the housing with reported sharp edges. The device was replaced.

Event description:
It was reported that the housing had reported exposed sharp edges from damage that occurred to the housing of the device. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.